Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed a gradual increase from 800ohms to about 1500ohms. From (B)(6) 2019 till (B)(6) 2019 a decrease to 1200ohms could be seen. This was followed by a sharp increase up to 2500ohm and later gradual up to more than 3000ohms by (B)(6) 2019. The provided shock impedance trend curve showed varying values between 72ohms and 90ohms. The iegms showed artifacts on the atrial channel as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 57 months, a high pacing impedance and high threshold at clinic follow-up was reported.